Event description:
It was reported that treatment was attempted on a lesion in the circumflex vessel. The vision would not cross, so it was withdrawn and in the process, the stent was dislodged from the balloon in the left main artery. A dilatation balloon was used to capture the stent and push it down the circumflex artery where it was deployed at the lesion site.